Event description:
The report received from the affiliate indicated that approx forty-four months after the index procedure, the pt was admitted with an acute myocardial infarction (ami). Coronary angiography was done and thrombus was observed proximal to and in the previously implanted cypher 3.5 x 23 mm stent. Thrombolytic therapy and balloon angioplasty were used to treat the very late thrombosis-inflation pressures/times were not provided. Two additional bare metal tsunami stents were implanted inside the previously implanted cypher stent. An intra aortic balloon pump (iabp) was also inserted. The pt was recovered and was awaiting discharge from the hosp at the time of the report. The physician's comments regarding the possible causes of the thrombotic event were that right after implanting the cypher stent, a slight dilation of the vessel was observed proximal to the stent. Also, a plaque proximal to the cypher stent ruptured.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal right coronary artery (rca). The lesion was reported to be: de novo, concentric, 20 mm length, 3.5 mm vessel diameter, and type b1. The lesion was not pre-dilated. A cypher 3.5 x 23 mm stent was implanted at 18 atm for 45 sec via direct stenting. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.